Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The flex deflectable videoscope was returned to the service center with a report of poor image quality. The issue was found during set up for use. There was no patient involvement.